Manufacturer narrative:
Other applicable components are : product ID: 3387s-40, lot# v291949, implanted: (B)(6) 2009, product type: lead; product ID: 3387s-40, lot# v273701, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 19-jan-2012, UDI#: (B)(4). Date of the event (B)(6) 2008 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had x-ray recently and had some fractured wires. It was further mentioned that the patient had the x-ray this month, and on 11th april the patient's mother heard from the health care professional (hcp) office that the doctor will probably refer to the manufacturer's representative (rep) in baton rouge. Patient had been having issues and was not able to get anything out of the device/ device was not working. Caller stated that was why they wanted to be sure by doing x-ray which showed fractured leads. It was noted that the issue had been going on for over a year, any adjustments made did not make a difference. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the problem was not resolved, they were waiting on order for CT scan from the doctor.